Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age & gender unk) the device shut down inappropriately. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer. The customer did not return the event battery for evaluation of this malfunction.